Event description:
Infection (nos), torn meniscus, effusion, pain, "slow to react." Information was received on 14 sep 2006 from a female patient (age unk), who experienced an unspecified infection, effusion, and pain, after treatment with synvisc in 2005 (dates unk). The patient stated that synvisc was "slow to react", and on an unk date, she was diagnosed with a torn meniscus. No further information was provided. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.